Manufacturer narrative:
This appeared to be a reagent related issue. It has been recommended that the customer change to a newer lot of reagent. Since the issue was reagent related, service was not requested for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false positive rf results generated by the unicel dxc 600 pro synchron chemistry analyzer. Only one example was provided by the customer. The original result was 26.6iu/ml and repeat result was <20iu/ml. The result was not reported outside of the laboratory. There was no affect to patient treatment with regard to this event.